Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The customer had been fighting a cold and taking mucinex. The blood glucose had been as high as 440 mg/dl and was 358 mg/dl at the time of the call. The customer treated with the insulin pump. The drive support cap appeared normal and recessed. The customer found two small air bubbles and was assisted in priming them out. More air bubbles were found in the tubing each time the customer ran a prime and the customer was advised to check the reservoir, and found air bubbles there. The customer used cold insulin and was advised to use room temperature insulin. No leaks or soreness or irritation at the insertion site were noted. The customer was advised to remove the infusion set and stated that the cannula was bent. The customer was advised to call back when a tubing clamp was available to complete troubleshooting and run the high pressure test.